Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A manufacturing representative (rep) reports that the patient feels a burning when recharging, their skin is red and they see a circular imprint around the ins area. The caller stated that this happens if the stim is on or off. According to the rep, the patient indicated that if something bumps or touches her over the ins, that is causing this sensation. It was reported that the patient has fallen on the ice a couple of times and the ins may have moved. The caller states that the patient does not lean against anything while recharging, she has to lay on her belly to get coupling. It was noted that the patient had coupling issues after implant, she was able to get eight bars and now she only gets two bars. The patient has tried multiple chargers. The rep noted that the impedances are 800-1000. The patient is currently seeing their doctor to discuss possible pocket revision. Indication for use includes lumbar radiculopathy and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device returned and evaluated. Product analysis #(B)(4): analysis information -- (B)(6)2017- 11:05:56 cst pli# 10 product ID# 97714. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at body temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} analysis determined the telemetry was acceptable. Due to the reported complaint, a heat test of the ins was performed to determine if the ins generated any heat while recharging. {a heat test was performed with the explanted ins and control device; no anomalies were observed.} {for heat testing results and process see the an_heat test report and an_heat test process. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Returned product analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.